Event description:
(B)(4). I gained (B)(6) pounds, have had symptoms of pseudo tumor cerebrai, ms, elevated optic nerve pressure, became diabetic, had a sessile serrated polyp removed from my colon, unexplained headaches, MRI, CT scan, kidney stones, lumbar puncture, tinnitus, abdominal cramping and pain, hair loss, acne, new facial and body hair, worsened depression, loss of energy, anxiety, swollen abdomen, and adenomyosis.

Event description:
(B)(4). After feeling great for a couple months after my hysterectomy, I knew something else was still making me sick. I went to the dr and have been diagnosed with hypoestrogenism. I'm now on a low dose birth control pill to try to help.

Event description:
(B)(4). My low dose birth control prescription did not work and I am now on prescription estradiol. I'm only (B)(6) years old and am now on hormones! Absolutely ridiculous! After going back through my medical records, I learned that I didn't gain 116 pounds...I gained 128 pounds over the course of 4 years and 2 1/2 months I had essure in my body. It's also been confirmed that I do in fact now have pseudo tumor cerebri. I'm now almost 8 month post op from my hysterectomy. While I do feel better in some ways, I'm still nowhere near in the good health I was in before I was implanted with essure. This black box warning is a joke. This essure needs to be completely taken off the market and the PMA be revoked, so the thousands of women who suffer from this device can get due justice.

Event description:
(B)(4). I had a hysterectomy on (B)(6) 2015. I immediately woke up from anesthesia feeling amazing. The swelling in my body has gone down tremendously. I have had 2 migraines since surgery vs the 4 to 5 migraines a week while I had essure in my body. My stomach is considerably flatter. My emotions are no longer dramatic. While my hair is still falling out, it is starting to slow down. I no longer have horrible body acne and the mysterious bumps that have popped up since essure was implanted are nearly completely gone. I do not need to check my blood sugar more than 2-3 times a week since my hysterectomy. I can say I feel nothing short of amazing since my hysterectomy!! The pain of surgery recovery was surprisingly easy and pales in comparison to the pain I endured every single day since I had essure implanted in 2011.